Manufacturer narrative:
(B)(6) 2018. (B)(4). Phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the circuit disconnect alarm failed to sound.there was no patient involvement. The event date was not specified, estimate used.